Event description:
Extreme burning approximately 2 hours after insertion, burning continuously for 12 hours then started bleeding. Burning has continued. Some nausea and bite in small scab like pieces still coming out of vagina. Vaginal dryness recommended by doctor.